Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with the concurrent procedures of anterior colporrhaphy and cystoscopy. It was reported that the patient underwent a partial mesh removal on (B)(6) 2008. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a pelvic floor repair procedure on (B)(6) 2008. The patient experienced erosion, continued pain and has had to undergo additional corrective surgeries. No additional information was provided at this time.

Event description:
It was reported that a patient underwent a pelvic floor repair procedure. The patient experienced erosion, continued pain and has had to undergo additional corrective surgeries. No additional information was provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced infection, urinary/bowel problems, recurrence, bleeding, dyspareunia, and vaginal scarring.